Event description:
A physician reported that on 4/25/97, she began injecting into the perioral areas. At the first attempt to inject, the collagen material splattered all over the room, some of it was on the patient and some material beyond the patient. The needle was briefly left in the patient's face. The needle was removed. There was no injury to the patient or the injector. The physician believed that the needle was on securely; the entire amount of collagen was lost. This event is being reported as an MDR because it could result in a serious injury if it were to recur.